Event description:
It was reported to philips that the system was slow to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and confirmed the reported issue. After reviewing the log file, fse identified flex vision pc errors during startup, which took longer than usual, system functioned normally afterward. Upon troubleshooting, fse reset the hard drive and memory in the flex vision pc. To resolve the problem, fse replaced flex vision pc and downloaded software and return the part for further analysis and it found sata cable faulty. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.